Event description:
It was reported that, "pre-operative MRI revealed a large pseudo tumor. Surgeon revised. Lab: cr=0.6, ti=3.4"

Manufacturer narrative:
An eval of the devices cannot be performed as the devices were retained by the hospital and were not returned to the MFR. Add'l info pertaining to the devices referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same event as: MFR #9616680-2012-00517.